Manufacturer narrative:
No sample has been returned for evaluation for the report of worsened visual field; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening of visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, a patient is experiencing a worsened visual field. The surgeon reports the visual field defect appears worse and is out of proportion than what it should be. He also reported he did not feel the device was the cause of the defect. Additional information was requested.